Manufacturer narrative:
The customer reported complaint that the thermogard xp ivtm system (sn tgxp11914) shuts off during self-testing was confirmed during functional testing. The root cause for reported problem is a failure of the power supply assembly, likely attributed to wear and tear due to the age of the device. The thermogard console was manufactured in jan 2016 and is over 8 years old, past its expected serviceable life of 5 years. During visual inspection, there was no physical damage noted on the console. Event log data could not be downloaded due to repeated reboots after starting up the power supply, related to the reported complaint. During initial functional testing, the thermogard xp ivtm system was unable to start and does not function, thus, confirming the reported complaint. When the power was turned on, the console repeatedly shut down and restarted. After watching the console for a while, it completely stopped powering up. The power supply assembly will be replaced to remedy the issue. Upon service completion, the console will be subjected to final functional testing to ensure that the device passes all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for thermogard ivtm system with sn (B)(6).

Manufacturer narrative:
Zoll has not yet received the device in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
On nov. 20, therapy with the thermogard xp ivtm system (sn (B)(6) began. On nov. 21, the console was moved to another hospital room and powered up again. During self-testing, the console shut down on its own. No error message was observed. No patient injury reported.